Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high pacing impedances greater than 2000 ohms on this right ventricular (rv) lead. However, impedances thereafter had been in the 400 ohms range. There were 26 non-sustained ventricular episodes with pauses up to seven seconds with the longest occurring during the night. The patient had received 4 unnecessary anti-tachycardia pacing events as well. This was a dependent patient; however, the patient denied any symptoms or adverse effects. Testing was done with oversensing noted at maximum output. As a result, the device was programmed to electrocautery mode and was admitted to the hospital for a lead revision. Information suggest this device and rv lead remain in-service.

Manufacturer narrative:
Ultimately, the rate/sense portion of the rv lead was surgically abandoned and a new lead implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.